Event description:
It was reported that one day post implant, the right atrial (ra) lead had dislodged and dropped from the atrium to the right ventricle. At the lead revision, there were issues retracting the lead helix, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned stretched. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.